Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, there were three episodes of inappropriate mode switching due to farfield r-wave oversensing. Reprogramming was suggested to resolve the issue.